Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic extension was implanted as part of an evar procedure for a 55mm anastomotic aneurysm after y-graft replacement was performed first. For the y-graft, the limb part was long and there was severe tortuosity, the approach from femoral artery could not be performed. Therefore, laparotomy was performed on the lower abdomen and an artificial blood vessel was implanted. The endurant stent graft was implanted from just below renal artery followed by a non mdt cuff being implanted distally. After touch-up, when the final angiogram was performed, it was found a type iii endoleak occurred between these two devices, and the leak remained even after touch-up was performed again. Due to the laparotomy approach, a two-stage treatment could not be performed, so a valiant navion vnmf3737c97tj was implanted inside the three implanted devices and the type iii endoleak disappeared. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.